Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) temperature was too high and unit went on standby mode. There was patient involvement however no injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. The following investigation was performed by a technician of the maquet national repair center (nrc). The nrc installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the compressor failure of the temp overheat alarm. Retaining the compressor in the nrc per procedure. The final investigation of the compressor is complete and shall be scrapped per procedure. The following investigation was performed by a technician of the maquet national repair center (nrc). The nrc installed the temp probe into the cardiosave test fixture and tested the temp probe to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the temp probe of the temp overheat alarm. Retaining the temp probe in the nrc per procedure. The final investigation of the temp probe is complete and shall be scrapped, as per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the technical alarm "system over temperature" or "over temperature condition detected" likely occurred though neither were recorded in the event logs. As a precaution, the fse replaced both the temperature sensor (0206-00-0734) and the scroll compressor (0119-00-0236). The drive regulators were recalibrated and the scroll compressor performance test was performed. The fse then completed preventive maintenance (pm) performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
N/a.